Event description:
It was reported that during the debulking of an acoustic neuroma, the tip of the sonopet generated heat. Additional information received indicated there was no smoke. No adverse event was associated with the device; the procedure was completed successfully.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. (B)(4): not yet received for evaluation.

Event description:
It was reported that during the debulking of an acoustic neuroma, the tip of the sonopet generated heat. Additional information received indicated there was no smoke. No adverse event was associated with the device; the procedure was completed successfully.

Manufacturer narrative:
This device is no longer available for evaluation. Not available for evaluation.